Manufacturer narrative:
The complaint is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that an ar-8925ss syndesmosis tightrope has a manufacture problem, no further details given. This was discovered during an unspecified time. Additional information received (B)(6) 2022: this was discovered during a syndesmosis fixation with ankle fracture procedure. When tensioning the two sutures for the tightrope, the wire broke at the base of the suture before being able to reduce the syndesmosis at the right tension. Everything was removed from the patient and the case was completed by cutting the suture between the two buttons and using a new device. No further issues has been reported.

Manufacturer narrative:
Additional information: g4, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.